Event description:
Physician operating tenex. Water irrigation functioned but hand probe alarm stated "check hand probe." Would not work. Tried second probe same problem.

Manufacturer narrative:
This console only has a service record for recall activities; there was no documented malfunction; unit placed into demo units as a replacement unit (s/n (B)(4)) was sent so the facility could continue with their schedule procedures; there have been no complaints from this facility from (B)(6); this facility had another unit with the same error code (complaint number (B)(4), s/n (B)(4)); cannot determine if it was the unit or the facility.